Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure- 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the user had corrupted the calibration table during the calibration. The calibration table was restored to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.